Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which a loss of fluid caused by a break in the connecting tube between cylinders and pump was identified. All components were removed and replaced. There were no patient complications reported.